Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 13-apr-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("alopecia"), pernicious anaemia ("pernicious anaemia") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal, alopecia, pernicious anaemia and fatigue outcome was unknown. The reporter considered alopecia, fatigue, medical device removal and pernicious anaemia to be related to essure (ess205). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.